Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a "component malfunction" was noted on the implantable pulse generator (ipg) system.  The ipg and right ventricular (rv) lead were explanted and replaced. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.